Event description:
Cats autotransfusion cell saver device did not save patient's red blood cells during surgery. Estimated blood loss was 1 liter. Surgery was completed with reportedly "no patient injury" we were unable to obtain additional information regarding this event however, it is possible that the patient had to be transfused with banked blood because the cell never did not function properly.